Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer head was not always working it passed all functional and systems tests. It was noted, however that its cable was cut and twisted and it was therefore replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was not always working. The company representative was unable to reproduce the issue however the programmer head was changed out and returned for service. There was no patient involvement.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.